Event description:
It was reported that during a lap chole procedure on (B)(6) 2024, the device powered down by itself. They brought in a back-up unit to complete the procedure without any patient injury. This, however, caused a delay to the case for about 5 minutes.

Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "unit powered down during a case" could not be confirmed by inspecting the device and the log files. No irregularities were found in the log at the time of the reported awareness date which could refer to the customers failure description. However, a massive dent on the housing were found and consequently to this force, the sd card is displaced and the unit is without function. The cause for this failure is the massive force to the housing. The IFU (500uip_en_v1.1_IFU_FDA) is stating this "failure of products" clearly in section 3.9, page 12. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).